Event description:
Reportedly, the handle felt different when the surgeon fired the instrument. After firing, the anvil could be seen at the anterior wall of the esophagus. Part of the anastomosed tissue was not completely cut. No pt injury reported.